Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery case was damaged, exposing the battery cells and boards. The root cause for the damaged case was physical abuse. No adverse event resulted from the defective battery.

Event description:
A us distributor returned a battery pack and reported that battery was unable to power on a monitor.